Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he landed on the insulin pump. Customer's blood glucose was unknown. Device had a partial display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due lcd physical damage. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked on display window and minor scratches on display window noted.